Event description:
It was reported that the rotation button was sticking causing the system to rotate on its own. No injury reported. A field engineer was dispatched to the site and determined the left and right switch banks needed to be replaced. Once this was completed the system was working as intended.